Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the trocar piece broke off of the trocar.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received a piece of the trocar fell off of the device and into the patient cavity. It was retrieved using graspers. To correct the issue, they opened a new device. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. The cannula was cracked at the distal end and the device passed a leak test. Replication of the observed damage to the cannula can be caused by hitting a hard object or surface, like bone or another tool, with the end of the cannula. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.